Event description:
Material#: 309695 lot#: unknown it was reported by the customer that one of our mds was injecting a medication into a patient when the control portion of the syringe is broken in half and could have caused harm to the member. Verbatim: rcc received a complaint via email. Email(s) attached. One of our mds was injecting a medication into a patient when the control portion of the syringe is broken in half and could have caused harm to the member. I wanted to bring this concern and near miss to your attention to prevent future occurrences. Right now, this product is currently stocked in the obgn clinic and dr arfaa is suggesting that this product be removed from our shelves since this is the 3rd occurrence in our dept at vanderer. Product#: 309695 per customer follow up on 10jan2024: 1. Please provide batch number? ¿ lot #2354093 2. Please provide material number? Ref#309695 3. Date of event? 11/20/23 4. How many occurrences? 3 5. What is exact issue of this complaint? See attached complaint form. 6.please provide elaborate details? See attached complaint form. 7, how was procedure completed? Added tanisha sheppard to assist with this question. 8.physical sample available/not available? Sample is available ¿ please send shipping label and any further shipping instructions.

Manufacturer narrative:
Three samples and one photo of 10ml control syringes material 309695 lot 2354093 were received and evaluated. All three samples were received in sealed packages with all applicable product information on the top web. All three samples were tested for weld strength on the finger grips and thumb grips and found to be acceptable per product specification. The photo shows the top web strip with all applicable product information and the syringe on a table with the finger grip broken in half. The condition observed is non-conforming per product specification. Potential root cause for the finger grip broken defect is associated with the welding process. A device history record review was completed for provided lot number 2354093 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok plunger rod was broken/damaged. The following information was provided by the initial reporter: "one of our mds was injecting a medication into a patient when the control portion of the syringe is broken in half and could have caused harm to the member. I wanted to bring this concern and hear miss to your attention to prevent future occurrences. Right now, this product is currently stocked in the obgn clinic and dr arfaa is suggesting that this product be removed from our shelves since this is the 3rd occurrence in our dept at vanderer." Product#: 309695.

Manufacturer narrative:
Pr 9363844 follow up report for additional information provided by customer. Lot #: 2354093. Date of event: 11/20/23.

Event description:
Additional information provided by customer on 10jan2024: lot #2354093. Date of event is 11/20/23.